Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2024, it was clarified that the patient was discharged from the hospital on (B)(6) 2024 (hospitalized for 3 days).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen. On the day of the event, the parent noticed that the patient was very tired. They asked their son what happened and the patient told them that his ¿dexcom is broken and he not getting readings¿ and he might have taken an incorrect insulin dosage. The patient did not eat the night before the event and did not have any breakfast the day of the event. The patient´s parents took the patient to the urgent care. There they took a bg reading which was 356 mg/dl. They did not administer any medication and the patient was transferred to a nearby hospital. At the hospital they took another bg reading which was 450 mg/dl. There they treated him with IV fluids and insulin. At the time of the report the patient was still at hospital for observation and the bg reading was 145 mg/dl. At the time of the follow up contact on 06/30/2024, the patient was already discharged and still resting and sleeping. On 07/25/2025, it was clarified that the patient was discharged from the hospital on (B)(6) 2024 (hospitalized for 3 days). No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.